Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's host computer was unable to boot. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that after turning on the system, a blue screen is displayed with an error - blue error - on the review monitor - from the th computer. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the host pc blue screen error randomly. To resolve the issue, the fse replaced host pc and hdd. The defective part was sent for analysis, for host pc no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.